Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, the stent failed to deploy. The lesion was located in the common bile duct (cbd). The 10mm x 60mm rx wallstent permalume stent delivery system (sds) was advanced, however, upon attempting to deploy the stent resistance was encountered and the sent was unable to be deployed. The physician noted that the catheter had stretched and removed the device from the patient. It was believed that the physician had the elevator locked against the sds. The procedure was completed with a different device. No patient injuries or complications were reported. The patient's status is reported as "fine".